Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and a barbed suture was used. Post-op, the patient had a vaginal cuff dehiscence. A post op repair was required, as well as administration of antibiotics, augmentin. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported "...there was unknown patient consequences...", if available, please provide the patient consequences. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. The surgeon said that post op repair was required. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Administration of antibiotics(augmentin). Please provide the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Did 2 patients experience a vaginal cuff dehiscence? If yes, please create another complaint file for the 2nd patient. Does ¿2 vaginal cuff dehiscences¿ refer to 2 different areas of the patient¿s vaginal cuff that dehisced? How many stratafix spiral sutures were used on this patient? Date of the robotic tlh? Was the stratafix used to suture the vaginal cuff? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What was the tissue condition of the vaginal cuff (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). Please describe the post op repair that was required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Note: events reported in 2210968-2022-04810. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.